Event description:
The patient contacted animas on (B)(6) 2012 and stated the keypad buttons were unresponsive after water exposure. The patient denied damage to the keypad and noted moisture in the cartridge compartment. The patient reportedly wore the pump in a pocket and did not clean it. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
(B)(4): evaluation revealed that the rubber keypad was intact. Evaluation revealed that the buttons were not functional. There was no evidence of keypad contamination found under the key contacts. A leak test failed due to bolus button leak. The bolus button was removed and there was corrosion on the bolus button. There was corrosion on the force sensor plate and battery power connection. There was corrosion over circuit board under display and on the flex connector. Unrelated to the complaint, evaluation revealed a scratched display screen, which has no effect on insulin delivery function.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.